Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge past 95%. The customer's blood glucose level was 246 (mg/dl). A correction bolus was delivered to address bg level. Reportedly, the customer typically charged the battery when it got down to 30%. Follow up with the customer confirmed the pump battery was able to be charged to 100%.